Event description:
Same case as MDR# 2134265-2012-03053. It was reported that post a coronary stenting treatment procedure restenosis occurred. An unspecified liberte stent was implanted in the moderately tortuous left anterior descending artery. Following the implant, a 90% restenosis occurred. The 2.75 x 16mm promus element mr stent delivery system (sds) was advanced, but was unable to cross the restenosed stent. The device was removed and it was noted that the stent had moved on the sds. The procedure was completed with another 2.75 x 16mm promus element mr stent. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication. (B)(4).